Manufacturer narrative:
H.6. Investigation summary:one photo was provided by the customer for investigation. The photo shows multiple syringes in a bag. Based on the photo provided it cannot be determined it the print on the syringes would be acceptable. Additionally, on 05-aug-2019 a second (2nd) photo was provided by the customer for investigation. The second photo show two syringes laying next to a ruler. Both syringes have some text which is illegible. Based on the photo it appears that there could be a rub mark on both syringes indicating that something has hit the barrels and rubbed the print off. The area affected is at the same location on both syringes.a rubmark is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed.a smudge on the print or smeared print could be caused by the following causes:potentially a worn pad and low pressure.swelling printer pad.outfeed chain or printer out of time due to jam.bd acknowledges that the photos provided by the customer show rub marks on the barrels which affected the scale printing. As a means of raising awareness to this issue a quality alert will be issued to all associates involved in the production of this material. This quality alert will be shared at shift startup meetings and will be posted for one week for associates to review. Additionally, complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.a device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
Material no: 305862 batch no: 8227569 it was reported that before use of the bd¿ syringe enteral 30ml bns the syringes were found with smudged scale markings. There were 6351 syringes with this issue. The following information was provided by the initial reporter: "during production 6351 pcs of syringes found with a smudge on the scale. Product was accepted, but this is high level of affected syringes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows multiple syringes in a bag. Based on the photo provided it cannot be determined if the print on the syringes would be acceptable. A smudge on the print or smeared print could be caused by the following causes: potentially a worn pad and low pressure, swelling printer pad, outfeed chain or printer out of time due to jam. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of scale marking issue for lot #8227569 item #305862. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Rationale: based on the investigation conclusion, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no: 305862, batch no: 8227569. It was reported that before use of the bd¿ syringe enteral 30ml bns the syringes were found with smudged scale markings. There were 6351 syringes with this issue. The following information was provided by the initial reporter: "during production 6351 pcs of syringes found with a smudge on the scale. Product was accepted, but this is high level of affected syringes."